Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument only fired halfway. The surgeon completed the procedure with another instrument. The hospital has reported no pt injury occurred.